Event description:
Ous MDR - the patient was shocked appropriately, but after that noise was seen on the rv lead. Several times after this, more appropriate shocks were delivered. Therapy was switched off and a new device was implanted along with a new lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was found torn 15.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned. In between a 5 cm segment of lead body was missing. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular between 7.5 cm and 9 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause of the observed noise which led to shock delivery. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore the shock coil was deformed which most likely resulted from forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.